Event description:
Sterilizable handle fell from mating post assembly striking doctor on the left forearm. The doctor did not seek or require medical attention after the incident.

Manufacturer narrative:
Visual inspection of lamp head was conducted by service. Bur had been removed by customer. Service was unable to verify that the handle latch mechanism did not retain sterilizable handle due to the presence of a bur. Customer ordered new parts and hospital engineer will install them.